Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The helix exceeded specification the number of turns to extend and retract. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that blood was also visible inside the helix and at 1 cm the distal conductor was distorted near the connector.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the left ventricular (lv) lead had dislodged shortly after implant. The lead was found to have high thresholds. The lead was attempted to be reused but was damaged during the implant procedure. The lead was removed and a new lead was implanted. It was further reported that the right ventricular (rv) lead had high thresholds. The lead was attempted to be repositioned but the lead helix could not be extended after being retracted. The lead was removed and a new lead was implanted. It was noted that the patient was non-compliant with instructions to limit activity and motion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.